Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that bleeding occurred even though end tones were heard. Another device of the same type was used to complete the procedure. Bleeding was considered minor.